Event description:
Pt needs new pump sent. Pt reported there are no alert sounds although they disconnect the pump from the central line. Pump serial number provided: (B)(6), expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: treprostinil mdv - 42ng/kg/min. Did the reported product fault occur while in use with pt? - no; did the product issue cause or contribute to pt or clinical injury - no; is the actual device available for investigation? - yes; did pharmacy replace device? - yes; did the pt have a backup device they were able to switch to? - yes; if yes, was the pt able to successfully continue their infusion? Yes, is the infusion life-sustaining? - yes; outcome? - resolved. Diagnosis for use: pulmonary arterial hypertension.